Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report. Cat # 502-03-52d, lot # 502-03-52d, description: primary tritanium hemi cluster hole cup 52mm. Cat # 2030-6535-1, lot # mjjp50, description: 6.5 cancellous bone screw 35mm. Cat # 6260-9-136, lot #mlna31, description: v40 cocr lfit head 36mm/0.

Event description:
It was reported that there was a dislocation.